Event description:
Info rec'd indicates the left siderail is not latching.

Manufacturer narrative:
The technician found the siderail arm was bent out of alignment. He replaced the siderail assembly to repair the bed.